Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03530. It was reported the patient was receiving ineffective stimulation after experiencing a fall. An sjm representative was unable to resolve the issue with reprogramming as effective right side stimulation was obtained but the patient experienced vaginal stimulation upon receiving left side stimulation. The patient is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.